Manufacturer narrative:
The customer¿s report of adapter set snapping off at the tip was confirmed. Photo provided by the customer observed the upper fitment being completely separated from the vented spike. The root cause of this failure was not identified as no product was returned.

Event description:
The customer notified bd with a reported issue that the syringe adapter set is snapping off at the tip. The devices are not alarming and continuing to infuse.

Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the syringe adapter set is snapping off at the tip.